Event description:
It was reported that the rise of the right ventricular threshold was first observed in the follow up clinic. As the threshold continued to rise, the lead pace/sense portion of the lead was capped and replaced with a new pace/sense lead. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.